Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: interstitial portion of the uterus/perforated essure coil on the left/left essure coil seen behind the cornual portion of the left tube/unilateral occlusion') in an adult female patient who had essure (batch no. B61389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the fallopian tube perforation and abdominal pain outcome was unknown. The reporter considered abdominal pain and fallopian tube perforation to be related to essure. The reporter commented: discrepancy noted: (B)(6) 2015 date of insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: the left essure device is slightly more lateral in position in comparison to the right and no spill of contrast was seen with initial imaging. Right essure appears in good position with tubal closure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: pfs and mr received. Reporter's information added. Lot no. Were added. Event: injury nos were updated to migration of essure device location of device: interstitial portion of the uterus. New event: abdominal pain were added. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: interstitial portion of the uterus/perforated essure coil on the left/left essure coil seen behind the cornual portion of the left tube/unilateral occlusion') in an adult female patient who had essure (batch no. B61389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). At the time of the report, the fallopian tube perforation and abdominal pain outcome was unknown. The reporter considered abdominal pain and fallopian tube perforation to be related to essure. The reporter commented: discrepancy noted:(B)(6) 2015 date of insertion . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: the left essure device is slightly more lateral in position in comparison to the right and no spill of contrast was seen with initial imaging. Right essure appears in good position with tubal closure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: interstitial portion of the uterus/perforated essure coil on the left/left essure coil seen behind the cornual portion of the left tube/unilateral occlusion') in an adult female patient who had essure (batch no. B61389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). At the time of the report, the fallopian tube perforation and abdominal pain outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower and fallopian tube perforation to be related to essure. The reporter commented: discrepancy noted: (B)(6) 2015 date of insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the left essure device is slightly more lateral in position in comparison to the right and no spill of contrast was seen with initial imaging. Right essure appears in good position with tubal closure.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: pfs received new reporter information, new event added lower abdominal pain and outcome and severity added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.